Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12849. It was reported a cerebrospinal fluid (csf) leak occurred while the physician was placing a lead. Patient did not report any symptoms. A blood patch was performed, thus resolving issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.